Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose at the time of the incident was 104 mg/dl. The customer states that the partial display remained after battery change. Troubleshooting was not provided. The partial display remained. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display, problem isolated to lcd board. Unable to perform any tests due to missing segments or partial display.